Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a bubbled downstream occlusion sensor seal. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be over the manufacturing specifications. It determined that the expulsor was defective due to out of mechanical specification and the root cause of the issue. The expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump had a high flow. No patient was involved in this event. No adverse effects were reported.